Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No failed battery alarm noted. Device received with cracked case behind the device near the battery tube compartment and cracked battery tube threads. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unspecified error and failed battery alarm. Customer ran self-test and insulin pump error occurred. Customer stated blood glucose level was high and low. Customer treated with insulin pump and multiple dose injection. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.